Event description:
Pt scheduled for right shoulder arthroscopy and repair. The mini-revo used in this procedure broke off at the eyelet portion. A second mini-revo broke and third bent during this procedure.